Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that unknown number of affected wafers from an unknown number of boxes had off centered starter hole and it was an ongoing issue. The end user tried to use these wafers but experienced leakage as a result and some of the wafers could not be used. When the ostomy nurse inspected the consumer's product, it was confirmed that the starter hole was off centered. The end user experienced the same issue with other company's product. There was no harm reported. No photo was available at this time.